Manufacturer narrative:
*At the time of the initial report, this was classified as "information". This ticket was later identified as an adverse event on 11/20/2024.

Event description:
On 6/17 coltene received a report from a user of endo-ice. The reporter stated that on august 22, 2023, while assisting a doctor in a professional setting, she was inadvertently exposed to endo-ice. According to her statement, the chemical was sprayed in her direction, and her ppe did not adequately protect her. The reporter claimed that the chemical made direct contact with her face and eyes, resulting in the following injuries: · chemical burns. · corneal abrasions. · hyperesthesia. · photophobia. She further stated that she subsequently developed corneal neuralgia, with heightened sensitivity to light, air, and temperature changes. The reporter asserted that these injuries have significantly impacted her independence and quality of life and inquired about reports on short-term and long-term damage endo-ice causes to the skin and eyes.